Manufacturer narrative:
(B)(4).

Event description:
Procedure: hernia. According to the reporter: patient called to inquire about any company feedback on parietex mesh that she had implanted in 2007 for a hernia repair. She has and is experiencing pain. Infection around the belly button, and inflammation. Antibiotics were administered for infection.